Event description:
My right side mentor smooth round moderate classic profile 385cc implant (ref #350-7385mc, sn # (B)(4)) was infected after 3 weeks of being replaced on (B)(6) 2019 due to capsular contracture with a ruptured implant that was only 19 months old. The ruptured one was ref #350-7385mc, lot #6745659, sn# (B)(4). My ps didn't know when my implant ruptured or leaked, all I know is that I have felt very sick for the majority of this past year. Four surgeries in 20 months is a little too much with all the anesthesia and antibiotics. My tissue was dead with this last infection and my implant was exposed. That is an image that will traumatize me for the rest of my life. Now I am left with a butchered right breast that will never look the same. Mentor claims that the implants are safe if a rupture occurs and that if it leaks, it stays on the implant because of cohesion. Why would my surgeon have to scrape and thoroughly clean out my capsule and breast if it doesn't harm a woman breast tissue? Tell me why did a perfectly good implant give me an infection that killed my breast tissue? I could've gotten septic. My ps said it needed to be removed right away. I had to call the surgery center the next day and got a date for friday (B)(6). I was sick to my stomach and had panic attacks all day for 2 days. This is unacceptable. My surgeon said I didn't need to remove the capsule on my left breast, I pray to god that leaving it behind doesn't cause me any further health problems. I was perfectly healthy before implants. I am a trainer at a local gym and I eat right. I felt something wrong from the beginning and have had nothing but problems with them and my health since then. I was extremely exhausted, achy joints and muscles, blurry vision, fluttering in my ear, brain fog, memory loss, weight gain, night sweats, anxiety, hair loss, temperature intolerance, dry skin, mood swings, decreases libido, inflammation, ibs, sharp pains in breasts, and dry skin. I went to my primary care seeking answers in (B)(6). Thought I had a thyroid issue or early menopause but everything came back normal. Two weeks and my energy is slowly coming back and my body isn't as achy but the other symptoms have yet to clear. FDA safety report ID# (B)(4).